Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed battery out limit customer hits the esc button and the device continues to alarm. Customer's blood glucose was 229 mg/dl. The nurse reported the battery just died as a significant event that may have lead to keypad issues. The nurse stated the device did not have the label sticker on the back and was unable to give the serial number. No further information reported.